Event description:
After crossing the target lesion site, which was distal to extreme vessel tortuousity, with the coronary artery stent and delivery system, the physician attempted to deploy the stent by inflating the balloon catheter. However, the balloon would not inflate. While withdrawing the stent delivery system from the pt, the stent became dislodged from the catheter and remained in the pt's left anterior descending coronary artery.in response the pt was sent for coronary artery bypass graft surgery. There were no add'l complications reported relative to this event.